Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis on (B)(6), 2022. At the end of the ercp procedure, while the physician removed the scope, a bleeding in the gastroesophageal (ge) junction was noticed. The physician placed an ovesco clip to stop the bleeding the patient was hospitalized and is expected to be fully recover. In the physician's assessment, there was no device malfunction of the device, manipulation of the scope contributed to the injury.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis on (B)(6) 2022. At the end of the ercp procedure, while the physician removed the scope, a bleeding in the gastroesophageal (ge) junction was noticed. The physician placed an ovesco clip to stop the bleeding. The patient was hospitalized and is expected to be fully recover. In the physician's assessment, there was no device malfunction of the device, manipulation of the scope contributed to the injury. **additional information received on september 7, 2022** it was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp), for treatment of choledocholithiasis on (B)(6) 2022. The patient presented with enterobacter bacteremia. The procedure was performed under general anesthesia with the patient in a prone position. Initially a linear endoscopy ultrasound (eus) was performed. The physician reported that the patient had a difficult anatomy and there was some difficulty in advancing the scope to the second portion while maintaining position. This required repeated pushing. A cholangioscopy was performed, biopsies were obtained, and a stent was placed. The exalt scope was then removed and a reusable scope was subsequently advanced to evaluate the area. An active bleeding was noted just below the gastroesophageal (ge) junction in the cardia. The bleeding was brisk and a small tear was seen. This was treated with the placement of over the scope clips (otsc). Ninety percent of bleeding stopped and then regular clips were placed. The bleeding stopped completely after the placement of the clips. The patient was monitored overnight and discharged home the next day. As per the physician, this was a complex procedure due to the difficult position. He feels stiffness of the scope likely contributed to the tear and bleeding along with the difficult scope position. **additional information received on october 12, 2022** it was reported that the positioning issue was most likely due to difficult anatomy and not directly to scope stiffness.

Manufacturer narrative:
Block h2: b5, h6 (device codes) updated based on additional information received on october 12, 2022. Block h6: correction a040607 material too rigid or stiff add to h6 device codes. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): patient code e0506 captures the reportable event of bleeding requiring hospitalization impact code f08 captures the reportable event of hospitalization. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
H2: b5, b7, h6 updated based on additional information received on september 7, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): impact code f08 captures the reportable event of hospitalization as result of a bleeding. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis on (B)(6), 2022. At the end of the ercp procedure, while the physician removed the scope, a bleeding in the gastroesophageal (ge) junction was noticed. The physician placed an ovesco clip to stop the bleeding the patient was hospitalized and is expected to be fully recover. In the physician's assessment, there was no device malfunction of the device, manipulation of the scope contributed to the injury. Additional information received on september 7, 2022. It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in an endoscopic retrograde cholangiopancreatography (ercp), for treatment of choledocholithiasis on (B)(6) 2022. The patient presented with enterobacter bacteremia. The procedure was performed under general anesthesia with the patient in a prone position. Initially a linear endoscopy ultrasound (eus) was performed. The physician reported that the patient had a difficult anatomy and there was some difficulty in advancing the scope to the second portion while maintaining position. This required repeated pushing. A cholangioscopy was performed, biopsies were obtained, and a stent was placed. The exalt scope was then removed and a reusable scope was subsequently advanced to evaluate the area. An active bleeding was noted just below the gastroesophageal (ge) junction in the cardia. The bleeding was brisk and a small tear was seen. This was treated with the placement of over the scope clips (otsc). Ninety percent of bleeding stopped and then regular clips were placed. The bleeding stopped completely after the placement of the clips. The patient was monitored overnight and discharged home the next day. As per the physician, this was a complex procedure due to the difficult position. He feels stiffness of the scope likely contributed to the tear and bleeding along with the difficult scope position.